Event description:
Dealer states the unit has only been out to one customer, and the unit has 811 hours on it after about 45 days of use. Dealer states the yellow light is on and it's not working properly. He states the liter flow at 2lpm and it will run about 6 minutes before the o2 will drop to the 80%'s. The unit has not alarmed.